Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer found that the drawer controller board was faulty and replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. E1(initial reporter state - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure and the device was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.